Event description:
Reporter indicated that the pt underwent ncp system explant due to wound dehisence. It was also reported that the pt picked at the incision site. The pt may be re-implanted at a later date.